Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx closure device and delivery system (wds) was inserted, however it would not meet release criteria and was exchanged for a 24mm wds. The 24mm wds failed two tug test attempts and the 24mm wds was recaptured. Shortly after, a pe was observed surrounding the transverse sinus. A pericardiocentesis was performed and the blood was re-infused back into the patient. The patient was transferred to the operating room and a 2cm perforation was identified. The laa was ligated. The patient is recovering well.